Event description:
It was reported in july 2023 that this subcutaneous implantable cardioverter defibrillator (s-ICD) system detected an increase in shock lead impedance, although values remained within normal range. Troubleshooting recommendations were provided by technical services (ts). No adverse patient effects were reported. This system remains in service. Additional information received in july 2024 indicates the physician decided to explant this s-ICD system and replace it with a transvenous ICD system due to an increase in impedance measurements, high defibrillation thresholds, and non-conversion of ventricular tachycardia (vt)/ventricular fibrillation (vf) during a defibrillation threshold (dft) test done on (B)(6) 2024 (dft failed at both 65 and 80 joules). It was noted the patient had a large bmi at implant (130 kilograms), and both the increase in impedance and high thresholds were suspected to be due to the patient's bmi and body habitus (the patient had a change in weight over the last 8.5 years). Besides intervention, no other adverse patient effects were reported. Product return is expected.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.

Event description:
It was reported in july 2023 that this subcutaneous implantable cardioverter defibrillator (s-ICD) system detected an increase in shock lead impedance, although values remained within normal range. Troubleshooting recommendations were provided by technical services (ts). No adverse patient effects were reported. This system remains in service. Additional information received in july 2024 indicates the physician decided to explant this s-ICD system and replace it with a transvenous ICD system due to an increase in impedance measurements, high defibrillation thresholds, and non-conversion of ventricular tachycardia (vt)/ventricular fibrillation (vf) during a defibrillation threshold (dft) test done on (B)(6) 2024 (dft failed at both 65 and 80 joules). It was noted the patient had a large bmi at implant (130 kilograms), and both the increase in impedance and high thresholds were suspected to be due to the patient's bmi and body habitus (the patient had a change in weight over the last 8.5 years). Besides intervention, no other adverse patient effects were reported. This product has not been returned despite good faith efforts thus far. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.